Event description:
It has happened multiple times. The recline, tilt, and standing actuators are exposed outside the chair and not covered. In almost any situation where my wheelchair is exposed to rain, an actuator went out shortly after. I contacted permobil to ask questions to their tech department. They said there was nothing I could do to prevent the problem other than staying out of the rain. They do not make covers for the actuators. I work 5 days a week and I have to get to the bus. I can't completely avoid the rain. The actuators have went out a total of 6 or 7 times in 28 months. This really looks like a design flaw in the chair. They knew that this problem exists and continued to produce and sell this chair, despite the fact that it can't go out in the rain without the likelihood of a actuator malfunction shortly after. Not only that, the main left drive wheel has repeatedly came off while I was operating the chair. After replacing the main bolt, it continued to fall off within 2 weeks. I had two different repair companies replaced the bolt and both times it came off again within 2-4 weeks. Only after I applied a bolt myself with extra threadlocker, did the wheel stay on, and the wheel still slips.